Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that foreign object discovered upon unpacking the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign object is confirmed; however, the root cause could not be determined. One photograph of an unwrapped kit was returned for evaluation. An initial visual observation of the photograph showed the paper backing to a kit tray. The seal appeared to be intact. A small ribbon of what appeared to be plastic was observed resting on top of the paper backing of the tray. The ribbon was formed in the shape of a loop. No other details of the foreign object were observed in the returned photograph. While the complaint of the foreign object is confirmed, the specific root cause of how or when the object entered the kit could not be determined from the returned photograph. This complaint will be recorded for future trending and monitoring purposes.